Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device lost the ECG signal twice. The customer confirmed that physio-branded defibrillation electrodes were adhered to the patient's chest during the entire event. A loss of the patient's ECG waveform could result in defibrillation therapy being delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Of the initial medwatch report indicates: event date ¿ 11/09/2018 of the initial medwatch report should indicate: event date ¿ 11/08/2018 additional information: the customer provided the patient information. Have been updated. The patient is deceased. The customer advised physio-control that the device use did not contribute to the outcome of the patient because the patient was in a non-shockable rhythm during the entire event and defibrillation therapy was never necessary.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device lost the ECG signal twice. The customer confirmed that physio-branded defibrillation electrodes were adhered to the patient's chest during the entire event. A loss of the patient's ECG waveform could result in defibrillation therapy being delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio downloaded the device's electronic records from the event for review and determined that the likely cause of the reported issue was due to use error. The user pressed the device's lead button and switched the device to display lead ii without a connection to the patient through a patient ECG monitoring cable.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in cardiac arrest and the device lost the ECG signal twice. The customer confirmed that physio-branded defibrillation electrodes were adhered to the patient's chest during the entire event. A loss of the patient's ECG waveform could result in defibrillation therapy being delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient. No response has been received from the customer.